Event description:
It was reported that the patient underwent a procedure on (B)(6) 2013 performed by dr. (B)(6). During the procedure a 40 mm plate with 14 mm screws were implanted. Subsequently, on (or about) (B)(6) 2013, revision was performed to address screw back out, during which the plate was removed and replaced with a competitors' cervical plate and rescue screws. No further information has been provided to date.

Manufacturer narrative:
Investigation is in process, but not yet complete. A follow-up medwatch report will be submitted upon completion.